Event description:
Per medtronic, this lead was capped and replaced. Medtronic had no record as to why this lead was capped, but they provided the patient's following physician information. That physician's office referred us to another physician's office. And they referred us back to the physician provided by medtronic. It is unknown why this lead was replaced. There are no known patient events. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.